Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient deceased. The patient's cause of death was reported to be acute respiratory failure and pleural effusion. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was available at this time.